Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted and a small portion not returned. The device was connected to a test handpiece and generator. During functional testing, an error code 5 was displayed and the blade tip broke off. A probable cause of an error code 5 is blade damage. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a conization, the tissue pad was detached off when the device was wiped outside the patient. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.